Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, on a patient with ultra-complex anatomy with a lot of subvalvular apparatus and very dilated atrium and left ventricular ejection fraction of 35%. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xt (50402r1100) was inserted and placed on the side of the first clip without issues. However, difficulties visualizing the clip occurred, the clip became caught in a chord, and it was observed that the chord torn off; a flail appeared, and one gripper was no longer lowering. Therefore, the clip was removed from the patient. While outside the patient, it was observed that the chord was on the gripper. To repair the flail, a third clip, a mitraclip xtw (50319a2007) was then inserted, and grasping was performed. However, difficulties visualizing the clip occurred, difficulties grasping the leaflets, and difficulties capturing the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted, reducing mr to a grade of 3-4. The patient was transferred to intensive care unit for monitoring. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove (anatomy), difficult to open or close (gripper actuation - single), or poor image resolution. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to a combination of challenging patient anatomy (ultra complex anatomy, very dilated left atrium, lot of subvalvular apparatus) and procedural conditions (poor imaging). The reported tissue injury and difficult single gripper actuation are cascading events of the difficult removal from anatomy. The reported poor imaging is related to procedural conditions (shadowing from sgc) per case details. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.